Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power was confirmed via log file analysis; however, the reported event of a yellow wrench was unable to be confirmed. Submitted log files revealed loss of external power events associated with no external power, and power cable disconnect alarms were active on (B)(6) 2026. These alarms occurred while connected to the mobile power unit (mpu) and became active due to voltage on both cables simultaneously dropping to ~0.0v. The alarms briefly resolved when external power was restored to the mpu but fully resolved once connected to battery power. Pump operation was not affected, and the backup battery supported pump function during these events. The mpu, serial number (B)(6), was not returned for analysis. Additional information stated that the mpu had a v-lock connector, the ac power cord did not come loose from the back of the mpu, no environmental circumstances affected the ac power at the time of the event, and the cause of the atypical alarms couldn¿t be verified. The alarms resolved after the mpu was exchanged, but the unit would not be returning to abbott. A root cause for the reported event could not be conclusively determined through this analysis. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, are currently available. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms and yellow wrench alarms on the mobile power unit. The heartmate 3 lvas instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section f - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for mobile power unit (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2026 for equipment issues. The patient reported that twice over the last few weeks they would connect their mobile power unit (mpu) successfully but after a couple of hours, the mpu's yellow wrench would activate, and the green light would go out. The patient would then get external power disconnect alarms and switched to battery power; resolved alarms. The mpu was tested in clinic and the same issues persisted. Shortly thereafter, the mpu turned back on with the green light visible. The log files were submitted for review. The event log file captured several no external power events throughout the log while using the mpu and resolving when switching to battery power. It was later communicated that the equipment issues resolved with the replacement of the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2026 for equipment issues. The patient reported that twice over the last few weeks they would connect their mobile power unit (mpu) successfully but after a couple of hours, the mpu's yellow wrench would activate, and the green light would go out. The patient would then get external power disconnect alarms and switched to battery power; resolved alarms. The mpu was tested in clinic and the same issues persisted. Shortly thereafter, the mpu turned back on with the green light visible. The log files were submitted for review. The event log file captured several no external power events throughout the log while using the mpu and resolving when switching to battery power.